Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) investigated the device again. Omsc concluded that this phenomenon attributed to the broken electronic components inside the video connector. Omsc surmised that the cause of the broken electronic components was deterioration, overcurrent, or static electricity. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) investigated the device and could reproduce the reported phenomenon. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that a bad connection occurred temporarily due to dirt, cracks, or scratches on the electrical contacts. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During an unspecified procedure, error e216 (scope communication error) was displayed. The user completed the procedure with the device since the endoscopic image was still visible. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.